Event description:
The customer reported a cine disk not available error message. This would prevent the cine function from operating. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The cine drive needs to be replaced. The customer does not want to replace the cine hard drive at this time.